Event description:
The user facility reported a steam leak coming from their 26" prevac sterilizer. No injuries or procedural delays/cancellations were reported. The fire department was dispatched due to the steam leak, however, no evacuations occurred.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the steam leak was caused by a hole on the unit's drain line. The technician replaced the heat exchanger and drain line plumbing, tested the unit and confirmed the equipment was operating to specification. The sterilizer is under steris contract agreement for maintenance and last received preventative maintenance on (B)(4) 2014 at which time the equipment was confirmed to be operating to specification.